Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) profunda with mild calcification and no tortuosity. The emboshield nav6 embolic protection system (eps) filter was deployed over the viperwire and placed in the popliteal artery. It was decided at this point to not use orbital atherectomy so the physician wanted to change the wire so the viperwire was removed with the filter deployed and the filter moved up the sfa and engaged with a 6f sheath in the ipsilateral common femoral artery. When the filter engaged with the sheath during attempted removal, the viperwire ripped through the filter and came out of the sheath. The filter was left floating in the anatomy and a snare was attempted but this was not successful. An .014 guide wire was advanced distal to the filter basket and a 5.5x15 mm nc trek balloon was advanced to the filter and inflated to prevent the filter from migrating any further. The balloon was inflated but was not successful at pulling the filter back. The balloon tip engaged with the distal tip of the sheath during removal and then the balloon shaft separated and the distal portion including the balloon was floating in the profunda artery. At this point the procedure was ended and the patient was transferred to another hospital where the devices were removed via surgical cut down. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported difficulty removing the device, separation, surgical intervention and hospitalization appears to be related to operational context. In this case, it is likely that balloon dilatation catheter (bdc) interacted with the introducer sheath as multiple devices were inserted at once and subsequently resulted in the reported difficulty removing the device. Upon further manipulation, as difficulty was encountered, the shaft ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.